Manufacturer narrative:
The device was returned to smiths medical. Unable to duplicate the problem. Customers reported error was found in the device ehl log to have happened multiple times. (B)(6) 2021 3:05:32 pm high alarm displayed: cassette not attached properly. (B)(6) 2021 3:05:33 pm high alarm silenced: cassette not attached properly replaced the dso sensor for preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Oracle ro (B)(4): device alarming "cassette not attached properly reattach cassette" when latch is in open position (no patient injury)